Manufacturer narrative:
(B)(4). Review of lot f1725604, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that resistance was felt when the mynxgrip vascular closure device (vcd) 5f was put into the vessel, it couldn't follow the vessel. The patient is not morbidly obese. The patient¿s bmi was not > 40 kg/m2. The vessel diameter was verified to be greater than 5 mm in diameter. ¿little¿ vessel tortuosity was noted. The product was stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. The angle of access was between 30 and 45 degrees. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a tfca (trans femoral cerebral angiography) procedure. Resistance/friction were not experienced as the mynx vcd was advanced through the sheath. Excess force was not applied during insertion. The sheath was not kinked/bent upon removal. Another device was used to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that resistance was felt when the mynxgrip vascular closure device (vcd) 5f was put into the vessel and it could not follow the vessel. The patient is not morbidly obese. The patient¿s bmi was not greater than 40 kg/m2. The vessel diameter was verified to be greater than 5 mm in diameter. ¿little¿ vessel tortuosity was noted. The product was stored as instructed per labeling. The mynx vcd was prepped according to the instruction for use (IFU). The angle of access was between 30 and 45 degrees. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a tfca (trans femoral cerebral angiography) procedure. Resistance/friction were not experienced as the mynx vcd was advanced through the sheath. Excess force was not applied during insertion. The sheath was not kinked/bent upon removal. Another device was used to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1725604 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural and/or patient factors could have contributed to the report event. It should be noted that the mynxgrip instructions for use (IFU), special patient populations, states that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Update to complaint conclusion due to product analysis:it was reported that resistance was felt when the mynxgrip vascular closure device (vcd) 5f was put into the vessel, it couldn't follow the vessel. The patient is not morbidly obese. The patient¿s bmi was not > 40 kg/m2. The vessel diameter was verified to be greater than 5 mm in diameter. ¿little¿ vessel tortuosity was noted. The product was stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. The angle of access was between 30 and 45 degrees. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a tfca (trans femoral cerebral angiography) procedure. Resistance/friction were not experienced as the mynx vcd was advanced through the sheath. Excess force was not applied during insertion. The sheath was not kinked/bent upon removal. Another device was used to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned for investigation. The catheter was inspected for anomalies. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion per the mynx instructions for use (IFU) on the returned device. No resistance was felt during investigation when the device was inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was slightly bent. A device history record (DHR) review of lot f1725604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿catheter inability to advance in sheath¿ was confirmed through analysis of the returned device due to the slightly bent tip. However, the exact root cause of the issue reported could not be conclusively determined during analysis. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported event may have been attributed to the condition of the patient¿s vessel (little tortuous) since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. A tortuous vessel may cause difficulty for the catheter tip to make the turn into the vessel. It is also possible for procedural/handling factors to have contributed to the issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.should additional relevant information become available, a supplemental MDR will be filed.